Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the insulin pump keeps alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform occlusion test, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed.